Event description:
It was reported that the customer's insulin pump kept alarming battery out limit even after inserting a new battery. The customer's insulin pump also had a blank display. The customer's blood glucose was 574 mg/dl. The customer treated his blood glucose with a bolus. Troubleshooting was done. The customer stated that the insulin pump was not exposed to moisture. The customer stated that the battery compartment and spring were neither damaged or corroded. Advised customer to insert the new aaa alkaline battery, and the customer stated that the display returned. Advised customer to monitor the insulin pump. Advised that a replacement battery cap would be sent. Explained that the battery out limit alarm was normal insulin pump behavior given that the batteries were out of the insulin pump greater than the duration allowed by the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.